Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/30/2020. H.6. Investigation: a device history record review was performed for provided lot number 0118403 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. The returned sample was inspected and no evidence of package opening difficulty could be identified. There were no signs of tearing on either side of the package and no evidence of puckered packaging, which would be indicative of this type of defect. The open package was found to be in good condition. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that 2 syringes 10ml saline xs had a damaged package. The following information was provided by the initial reporter: "patient reports being unable to open the packaging on one of their posiflush and another one where the seam of the packaging was puckered so they did not want to use. Batch not reported but collection from the patient has been arranged. Patient had enough supply to use a different posiflush therefore no missed dose."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Initial reporter phone #: (B)(6).

Event description:
It was reported that 2 syringes 10ml saline xs had a damaged package. The following information was provided by the initial reporter: "patient reports being unable to open the packaging on one of their posiflush and another one where the seam of the packaging was puckered so they did not want to use. Batch not reported but collection from the patient has been arranged. Patient had enough supply to use a different posiflush therefore no missed dose."